Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection and lead fracture. Prior to the procedure, the patient and family had declined option of thoracotomy rescue in the event of a catastrophic injury. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. First, a spectranetics tightrail sub-c rotating dilator sheath was used. Then, a spectranetics glidelight laser sheath was used to attempt extraction of the rv lead. While the glidelight was in the ra, the patient''s blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including pericardiocentesis, rescue balloon, and CPR, but were unsuccessful. It was suspected that an ra perforation occurred but could not be confirmed, because the patient''s chest was not opened. This report captures the glidelight in use within the area when the suspected ra perforation occurred, requiring limited intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient''s date of birth unk. B7): other relevant history unk. D4): device model number, lot number, catalog number, expiration date, serial number, UDI unk. H4): device manufacture date unk because lot number unk. H6): cardiac perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information is unknown: model number, catalog number, serial number, unique ID, expiration date, and manufacture date. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.